Event description:
User received discrepant tsh results for two sample drawn from the same patient. Exact date samples were drawn was not provided. Sample 1 initial result was 94.05 uiu/ml, repeat result from another analyzer was 6.6 uiu/ml. Sample 2 initial result was 94.24 uiu/ml, repeat result from another analyzer was 6.6 uiu/ml. No information was provided to determine if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.